Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the right coronary artery (rca). A 014 ht versaturn guide wire (gw) was advanced to the rca and used without issue, however, during removal from the anatomy, the wire seemed to be stuck with the non-abbott delivery system. Multiple attempts were made to remove the guide wire, until the physician finally pulled the delivery system and the wire out as one unit. This occurred at the end of the procedure and no other devices were required for completion. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. It is possible that interactions with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.